Event description:
It was reported that the patient is experiencing tubing issues with an inflatable penile prosthesis (ipp) device. The patient is unable to visit the doctor due to covid-19, so the patient will speak with bsc's patient liaison till then.

Event description:
It was reported that the patient was experiencing tubing issues, fluid loss, and inflation issues with an inflatable penile prosthesis(ipp) device. The patient then had a revision to replace the ipp. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the lot information was not provided for the returned components so device history record (DHR) review could not performed. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. Under microscope it was observed that the pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined. Both cylinders had wear at fold in cylinder body. The cylinders passed all tests performed. The ams700 ipp flat reservoir was visually inspected, leak tested and microscopically examined. The reservoir has a leak in the reservoir shell. Under microscope it was observed that reservoir has a hole that was result of fatigue at the corner of a fold. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was experiencing tubing issues, fluid loss, and inflation issues with an inflatable penile prosthesis(ipp) device. The patient then had a revision to replace the ipp. No patient complications were reported.